Event description:
According to the reporter, intra-operatively, the stapler fired without issue with the pre-loaded staples, but when the second reload was inserted, the stapler failed to correctly seat the staples. The staples fell out prior to firing. A new reload was used, but the same issue occurred with one side closing correctly and the other failing. The reloads were tested on another stapler which was opened and the reloads functioned correctly. The reloads were then checked on the original stapler and still failed to operate as it should. The issue resulted in less than 5 minutes of prolonged surgical time. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown hernia, unknown hernia stapler, (lot # unknown); unknown hernia, unknown hernia stapler, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the stapler fired without issue with the pre-loaded staples, but when the second reload was inserted, the stapler failed to correctly seat the staples. The staples fell out prior to firing. A new reload was used, but the same issue occurred with one side closing correctly and the other failing. The reloads were tested on another stapler which was opened and the reloads functioned correctly. The reloads were then checked on the original stapler and still failed to operate as it should. The issue resulted in prolonged surgical time. There was no patient injury.